Event description:
Initial reporter indicated to a manufacturing consultant that they were experienced problems with their programming wand. The 9v battery was replaced but the wand still failed to communicate. Another wand was used with the same handheld computer to successfully communicate with the vns generator. A malfunction is suspected against the programming wand. The wand is in product analysis pending completion.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.